Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) was seen on (B)(6) 2019. There was no recent medical testing or emi environmental exposure. No symptoms reported in the event. The reporting family member was redirected to the patient¿s healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.